Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During clinic follow up, loss of capture due to dislodgement was noted on the right ventricular lead. The lead was explanted and replaced to resolve the issue and the patient was stable with no adverse consequences.